Event description:
It was reported that during a gastrectomy procedure, the switch button was not functioning. Another device was used to complete the case. There were no adverse consequences to the pt.